Event description:
Medtronic received information that during use of a nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, the customer reported a clotting issue. There was no air entering the reservoir related to table manners. There were no clamped lines in the circuit. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device shows evidence of use. Reason for return was undetermined. Please note that report was previously submitted as report # 3011468686-2024-00000. In anticipation of this being an invalid sequen ce, report was resubmitted with new sequence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: vitalflow console, seires 490a pressure monometer, vital flow centrifugal pump. Device was tested at lower and upper flow rates. Device was tested at 4 l/min (1340 rpm) with an inlet pressure of 44mmhg and an outlet pressure of 18mmhg. Delta p of 26. Device was tested at 7 l/min (2440 rpm) with an inlet pressure of 173mmhg and an outlet pressure of 131mmhg. Delta p of 42. Device ran as intended. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the device was used for an extra corporeal membrane oxygenation (ECMO) procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.